Manufacturer narrative:
The suspect product is the comfort curve test strip.

Event description:
Reporter alleged discrepant blood glucose values of hi back to back with a result of 178mg/dl when testing was performed 2 minutes apart on the advantage system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549625 with an expiration date of 05-31-2008.